Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during usage in the children's ICU. No patient injury or complication reported.

Event description:
The customer reports the swg (spring wire guide) kinked during usage in the children's ICU. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-14502 kit. The spring-wire guide (swg) will be used for this investigation. Visual and microscopic examination of the swg revealed offset coils on the distal j-bend tip. No other defects were observed and both welds were intact, full, and spherical. The offset coils were located approximately 10 mm from the distal weld. The overall length and outer diameter of the swg were measured and were found to be within specification. The guide wire was functionally tested by advancing it through the returned dilator and introducer needle. The guide wire advanced through each component with minimal resistance, despite the offset coils. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user "warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". It also warns that "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously. The reported complaint of guide wire damage was confirmed by complaint investigation. The guide wire contained offset coils on the j-bend tip. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.